Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on november 17, 2017 but was not available. Trend analysis: no trend considering the following event is identified: implant breakage. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description: it was reported that a ncb plate was broken. The plate was implanted approx. 2 months ago. Review of received data: 2 x-ray pictures were received . On one x-ray dated (B)(6) 2017 the broken ncb plate can be seen. It can also be seen that the patient has an existing knee prosthesis. The other x-ray (date cannot be seen) shows the femur bone and the right hip. One picture of the broken ncb distal femur plate was received. The plate is broken in the middle part of the plate. The breakage is located through a screw hole. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. It was previously mentioned by complainant that it will be returned. However, it was now reported that the hospital was not able to find the explanted plate. Root cause analysis: root cause determination using rmw. Breakage of implant due to movement between implants leads to notching / fretting. Possible, it is possible that implants leads to notching. Breakage of implant due to inadequate implant design &material (fatigue strength - lifetime of the device). Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Possible, the whole ncb plate positioning cannot be seen on the provided x-rays. Therefore the device positioning cannot be reviewed. Breakage of implant due to wrong interpretation of x-ray template for dimensions. Possible, the whole ncb plate positioning cannot be seen on the provided x-rays. Therefore the device positioning cannot be reviewed. Breakage of implant due to user perform inadequate force to the plate. Possible, as no surgical report of the implantation was received no statement can be made. Breakage of implant due to user define incorrect placement of the spacers and plate possible, it is unknown if spacers were used. Breakage of the implant due to user performed inadequate forces to the plate. Possible, it is possible that the user did inadequate force to the plate. Breakage of the implant due to user perform improper handling of the plate during insertion. Possible, it is possible that the user did inadequate force to the plate. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible, it can be that wrong/ incomplete information about limitation and postoperative restriction was given. Breakage of the implant due to patient do not follow the postoperative protocol. Possible, a wrong patient behavior could have lead to the breakage of the plate. Conclusion summary: it was reported that a ncb distal femur plate was implanted and broken after 2 months of implantation. The provided x-rays confirm the breakage of the plate. In addition a picture of the broken plate was received. The breakage is located through a screw hole in the middle part of the ncb distal femur plate. No devices were received for product analysis, therefore the fracture areas could not be investigated. No surgical reports were received. It is unknown why the plate was broken after 2 months of implantation. It can be possible that the plate was over stressed or a wrong patient behavior could have lead to the breakage of the plate. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
X-ray were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an ncb, femur plate, right, 13 holes, 324 mm on an unknown date and the patient underwent revision surgery on an unknown date due to breakage of the plate.